Event description:
It was reported that there was a loss of therapeutic effect, stimulation was intermittent, and stimulation was turning off. It was noted that there was a loss of bladder control and the patient was ¿peeing her pants¿ and going through pads constantly. The reporter stated that stimulation was in the wrong location, the patient felt stimulation in her left foot, and her stimulator was implanted on the right side. It was noted that this happened about two weeks prior to the report. The patient only had one program available to her currently. It was reported that the patient had a shocking or jolting sensation. It was noted that various buttons were pushed on the patient programmer to try to adjust the patient¿s therapy, and the therapy status showed that stimulation was currently on and stimulation was increased to 2.5 volts. It was reported that the patient could comfortably feel stimulation; however, she felt it more on her left side, which was not normally where she felt the stimulation sensation. Two days later, it was reported that stimulation was not working and the patient had been trying to get the device checked. It was later reported that the patient felt stimulation and then did not feel it for one to two minutes and was urinating constantly. It was noted that the patient was scared to go out. The reporter stated that the patient was frustrated and disgusted, and stated that she was contemplating having the device removed. It was noted that the issues had been occurring for three to four months. There was only one program which was not working very well for the patient. It was reported that the patient wanted help with reprogramming. It was noted that the patient was not able to adjust stimulation and had to change environments to establish telemetry with the patient programmer and implantable neurostimulator. The device was on and at 3.4 volts. It was reported that the device was adjusted up to 4.4 volts before the patient could feel any stimulation, and at 4.4 volts it was too uncomfortable for the patient. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: n EU_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).